Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 70mg/dl, 120mg/dl, and 200mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.